Manufacturer narrative:
The reported event was confirmed. Initial observation noted that the loader was received with a bent stylet installed. Additionally, the blade arm assembly was not in proper alignment. In this condition, depressing the dispense button would not push a seed or link completely into the slot cover. This condition would create a jam if the carriage was moved. The root cause was the pin that holds the blade arm in place was broken. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "pushing the dispense button does not eject any items or produces a partial dispense." (B)(4).

Event description:
It was reported that the device was not working correctly as the grains were stuck inside of the device. Per follow up, the issue was found during the procedure and the procedure was stopped and rescheduled.

Manufacturer narrative:
The reported event was confirmed; however, the cause in unknown. Initial observation noted that the loader was received with a bent stylet installed. Additionally, the blade arm assembly was not in proper alignment. In this condition, depressing the dispense button would not push a seed or link completely into the slot cover. This condition would create a jam if the carriage was moved. The root cause was pin that holds the blade arm in place was broken. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "pushing the dispense button does not eject any items or produces a partial dispense." (B)(4).

Event description:
It was reported that the device was not working correctly as the grains were stuck inside of the device. Per follow up, the issue was found during the procedure and the procedure was stopped and rescheduled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was not working correctly as the grains were stuck inside of the device. Per follow up, the issue was found during the procedure and the procedure was stopped and rescheduled.